Event description:
It was reported that balloon rupture occurred. Endovascular therapy was performed to treat the target lesion located in the superficial femoral artery. After the non-boston scientific guidewire crossed the lesion, a 3.0mm x 30mm x 143cm fg coyote nc balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was then removed and another 4.0mm x 30mm x 143cm fg coyote nc balloon catheter was advanced for dilatation. But the balloon also ruptured on the second inflation at 10 atmospheres. The device was removed, and the procedure was completed with a different balloon. There were no patient complications nor injuries reported.